Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited r wave amplitude variation, p wave oversensing, and low pacing impedance. An x-ray was performed and revealed the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of lead dislodgement, r-wave amp variation, far p oversensing and low pacing impedance were not confirmed. As received, a complete lead was returned in one piece with helix extended and clogged blood/tissue. The full helix extension length was measured to be within specification. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.